Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll bns barrel / flange was damaged. The following information was provided by the initial reporter: material#: 304656, batch#: 4193540. Rcc received a complaint via email. Component no: 153245. Complaint number(s): (B)(4), product sku: component no: 26001 (dnosyr 3ml l/l), component no: 153239 (dnosyringe 10ml ll bns), component no: 153245 (dnqsyringe 5ml ll bns), product lot number: unknown (dnosyr 3ml l/l), 4193528 (dnosyringe 10ml ll bns), 4193540 (dnqsyringe 5ml ll bns). Complaint details: ¿according to the facility, on (B)(6) 2025, during a procedure, it was noticed that the syringe had holes in it causing medication to leak in the tray. Per the facility, there was no patient involvement or injury related to the incident. The product is not available for evaluation. No additional information at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue.

Manufacturer narrative:
Investigation results: the claim is classified as unconfirmed, since there are no physical samples or photographic evidence to verify the condition of the syringe. It is important to mention that no quality events related to the reported defect were found in the batch record during the product¿s manufacturing process.

Event description:
No additional information.